Event description:
It was reported that the single chamber implantable cardioverter defibrillator (ICD) device and the associated right ventricular (rv) lead were explanted due to increasing pace impedance and threshold measurements. The rv lead is not a boston scientific product. The products were replaced with a new subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).